Manufacturer narrative:
The device evaluation performed by the arjo service technician confirmed the customer's allegation. The power cable has signs of mechanical damage. The insulation was broken with copper wires exposed. The staff reported that the power cable was run over the bed and then plugged in. At that time, sparks occurred. The citadel plus instruction for use (ID. 831.374-en) includes the following safety information regarding the power cord: ¿make sure power cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board." "Make sure power cord is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock. Pull the power cord out of the mains wall outlet to remove the power cord.¿ to sum up, the power cord was damaged due to user error, the cable was run over by the bed and plugged in. It resulted in sparks emission. Thus, the arjo device failed to meet its specification. There was no indication of the patient's involvement. The complaint was assessed as reportable due to the allegation about the sparks coming from the damaged power cord. No injury was claimed.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer informed that the power cable is frayed and emitting sparks. No injury was reported.